Manufacturer narrative:
Additional information: d10, h3, and h6 the reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix extended within specification and was clogged with blood. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, a dislodgement was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.